Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 3" burn hole, which may have been caused by a broken thermostat. The damage to the unit began in the vicinity of a thermostat, but it was impossible to definitively establish the cause of this incident. Conversation with the user revealed a failure to follow instructions. No deaths or injuries were reported.